Manufacturer narrative:
(B)(4). A boston scientific technical services consultant documented the clinical observations and recommended further evaluation. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
Additional details were received that patient's device was emitting tones and an out of range shocking impedance measurement was noted last month. A boston scientific technical services consultant documented the observations and discussed further testing for this system. The local boston scientific sales representative stated no additional testing was performed and they will continue to monitor the patient remotely and in office. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting shock impedance measurements greater than 200 ohms. Reprogramming the lead configuration resulted in a measurement of 85 ohms. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating this system was also exhibiting pacing impedance measurements greater than 2000 ohms. The root cause of the clinical observations could not be determined. Therefore, a revision procedure was performed and this lead was removed from service and replaced. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.